Event description:
Reporter indicated that the pt developed an area of pus above the site of the generator. The pocket of pus was adjacent to the generator pocket and the wound culture was positive for staphylococcus aureus. The generator and a portion of the lead were explanted and the pt was treated with antibiotics. The pt was subsequently reimplanted with a new vns therapy system in 2007.

Manufacturer narrative:
Device mfg records were reviewed. Review of mfg records confirmed sterilization for both the generator and lead prior to distribution.